Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex stent failed to open. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left internal carotid artery (ica) ophthalmic artery segment aneurysm with a max diameter of 5.8 mm and a 5.4 mm neck diameter. The landing zone arterial diameter was 4.18 mm distally and 4.07 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was unknown. The angiographic result post procedure was reported as marked contrast retention within the aneurysm. After the microcatheter was positioned, the flow-diverting stent was hydrated and delivered to the m1 segment of the middle cerebral artery for deployment. During catheter withdrawal, it was found that the distal tip end of the stent could not open normally. After multiple attempts, the stent tip end still failed to open. To ensure procedural safety, a new stent was used instead to continue the treatment. The new stent was successfully deployed, and the procedure was completed safely. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed less than 50% when it failed to open, and was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. It is unknown if the pipeline was resheathed and removed from the patient with the microcatheter.